Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar cautery instrument da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged cable crimp at the wrist control cable 1. The instrument had cable crimps at the end of the wrist cables that tend to slip, causing the cable to appear broken. The cable crimp is captured inside the welded grip. This failure likely caused the imprecise motion observed. An in-house tip accessory is installed on the instrument's tube adapter. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however, backlash is observed at the yaw direction. Additional observation not reported by site: the instrument was found to have a frayed snake wrist cable. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggle joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm monopolar cautery instrument moved in the opposite direction as instructed by the surgeon. The procedure was completed with no reported injury.